Event description:
The account reported the side rail is damaged and needs a technician for repair. The bed was located in the basement at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found that the side rail would not latch in the up position. The technician believes the most likely cause is that the bed had been raised with the side rail under an object like a railing or window ledge. The side rail center arm had excessive force applied to it. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The side rail center arm and center arm cover were replaced by the technician to resolve the issue. Based on this information, no further action is required.